Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, inappropriate hv therapy due to noise was observed. Insulation abrasion was suspected which was later confirmed by x-ray during normal generator change-out. Lead was capped and replaced. Patient's condition was good post-procedure.